Manufacturer narrative:
Pump had cracked case at display window corners, belt clip slot, minor scratched and cracked display window. Pump was received with no button response due to display keypad connector unlocked.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
The customer reported via phone call that the insulin pump slot is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.